Event description:
Two saphenous vein grafts (svg) were anastomosed proximally with sjm symmetry bypass system aortic connectors during a coronary artery bypass procedure. It was reported an angiogram performed in august 2002 revealed the connector graft to the posterior descending artery (pda) was stenosed just distal to the connector and appeared to be due to graft kinking. The connector graft was stented and both connectors remain implanted. Subsequent information received from another source indicated the pt had one vein graft anastomosed proximally with an aortic connector. Seven months postoperatively, cardiac catherterization demonstrated 95% stenosis of the graft and percutaneous transluminal coronary angioplasty (ptca) was performed. The pt had a history of hypertension. No additional information was received, including the pt's present health status. An angiogram was reviewed and the following observations were observed: the pt had non-critical left main disease and preserved left ventricular function. The left internal mammary artery (lima) graft to the left anterior descending (lad) was patent with unimpaired runoff. Two aortic connectors were visualized; the connector graft to the right coronary artery (rca) was 70% stenosed immediately distal to the connector and the ostium was patent. The second connector graft to the first and second obtuse marginal (om1-om2) was patent with unimpaired runoff. The results of this investigation are inconclusive, in part because the devices remain implanted. As previously mentioned, review of the angiogram revealed one connector graft was 70% stenosed immediately distal to the connector with a patent ostium and a second connector graft was patent with unimpaired runoff. Multiple attempts were made to obtain additional information; however, the requested information was not received. Therefore, an in-depth analysis of the clinical course of this pt could not be performed. There was no evidence to suggest the stenosis was due to an intrinsic defect in the device. Vein graft stenosis can be caused by multiple factors and is an expected and foreseeable complication of coronary artery bypass procedures.